Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pneumothorax. The right ventricular (rv) lead exhibited placement difficulty. The lead was attempted not used and replaced. It was further reported that during the implant procedure the replacement right ventricular (rv) lead exhibited intermittent capture, unstable thresholds and placement difficulty. Post operatively the rv lead exhibited no capture and no pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.